Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately nine weeks after implant their implantable pulse generator (ipg) and leads were explanted due to an infection. Patient also stated the incision was oozing and one of the leads perforated their heart and caused pericarditis. No further patient complications have been reported as a result of this event.